Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the resin portion of the image guide coil had fallen off of the device. The customer's originally reported issue of leakage was confirmed; due to a cut on the connecting tube, water tightness was confirmed to be lost. The following additional findings were also noted: assorted scratches, insufficient angulation, missing video connector bending component, light guide connector label peeling, and light guide bundle broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, that their rhino-laryngo videoscope exhibited a leakage. Upon inspection and testing of the returned unit, it was discovered that the resin portion of the image guide coil had fallen off of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported event was confirmed but the cause could not be specified. Olympus will continue to monitor field performance for this device.